Event description:
The account alleged the head hi/low popped up when the pt was trying to exit the bed. No injury reported.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.